Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with naked eye and (B)(4) microscope with no issues noted. Functional tests were performed such as leak testing, clear passage testing, clamp function testing, torque engagement, device to device interaction testing, integrity of seal surface testing, and uv spike diameter was measured with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a doctor could not secure the connection between a uv flash transfer set and a titanium adapter. This occurred during exchange of the transfer set. The titanium adapter was reported to still be in use. There was no patient injury or medical intervention associated with this event. No additional information is available.